Event description:
It was reported that pump displayed cartridge change error that had been occurring for several months, causing customer to repeatedly attempt loading multiple new cartridges and use additional insulin. There was no adverse impact to the customer¿s blood glucose level. Customer inspected cartridge and pump as instructed, cleaned pneumatic area, and attempted to reload cartridge but was unable to successfully complete load process; pump replacement was approved, and customer planned to transition to replacement pump with assistance from technical support for setup, while no further information was provided about additional outcomes.